Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.037.028. Lot: 9298597. Manufacturing site: haegendorf. Release to warehouse date: january 16, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver was received at us customer quality (cq) broken on the laser cut teeth segment on the shaft. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection of the received device was performed at cq the shaft diameter of the device was measured to be within the specification as per the drawing. Document/specification review: based on the date of manufacture, the following drawings reflecting the current and manufactured revision were reviewed. Flexible screwdriver hex 5. Flexible shaft. Conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver as the shaft of the device was broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the hexagonal flexible screwdriver in the trochanteric fixation nail advanced (tfna) set was broken when tightening the set screw on the nail. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. Concomitant device reported: unknown set screws (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).